Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional info: event site postal code: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had system over temperature. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, h11 corrected fields: g1 contact person mfg site a getinge field service engineer fse was dispatched to evaluate the unit. The fse reported the log files stated auto fill failure, pressure solenoid failure, iab disconnect, and system over temperature. The fse stated the overheat issue could not be replicated. The fse recommended replacing the temperature sensor, but the decision was left to the user. The unit passed all tests according to factory specifications and was handed back to the user. If any further information is provided, the investigation will be reopened and updated accordingly.

Event description:
N/a